Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customers report was verified and confirmed. The report was duplicated and attributed to the main board. The main board was replaced as a remedy. The device was recertified and was returned to the customer. Analysis of reports of this type has not identified an increase in trend.